Event description:
It was reported that the 9600 system would not fluoro during a case. The 9600 system had to be removed and the procedure was completed with another system. No pt injury was reported.